Event description:
The lesion was de novo. The vessel was highly calcified and slightly tortuous. There was 95% stenosis. The target lesion was the mid left anterior descending (lad). The package of the 2.5 x 18mm cypher was opened and the edge of the stent was confirmed to be flared. Therefore, the physician stopped using the cypher and a 2.5 x 28mm cypher stent was implanted instead. The procedure was finished successfully. There was no reported pt injury. The product was not clinically used.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.